Event description:
It was reported that a flo-gard infusion pump had a broken door latch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested and the alarm logs were reviewed. During visual inspection the door latch was found to be broken. The power on self-test and the alarm log showed evidence of the door alarm. The cause was due to the broken door latch. To correct the condition, the door latch was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.